Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. H6 component code: g07002 no device problem. H3 investigation summary: the product was returned to ethicon for evaluation. One empty winding former, one paper lid and one needle suture piece were received for analysis. The product code w8003 is double armed. During the visual inspection of the returned sample, the swage and attachment area were noted to be as expected. No pull-off issues were observed. The suture was examined, and the end was noted to be cut, probably by a surgical instrument. Additionally, the other section of the suture or needle was not returned for evaluation. A functional test was performed using instron equipment and the pull force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No pull off issues were noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, the problem of pulling off suture needle happened. Changed to another one to continue the surgery, there were no adverse patient consequences reported.